Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized for high blood glucose. Blood glucose reading was 13 mmol/l on date (B)(6) 2021. Customer stated that they went in swimming pool with crack pump. Trouble shooting was performed for cracked or damaged pump. Customer was advised to replace the pump and revert to back up plan as per health care professional instructions. Customer reported that they were hospitalized for high blood glucose level on date (B)(6) 2021 value of blood glucose level was 30 mmol/l and after couple of hours it was 24 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On may 13, 2021 the customer alleged was hospitalized for high bgs. In addition, customer alleged cosmetic damage located at the battery compartment(cracked). In addition, allegation to pump exposed to moisture noted. Pump received with missing segments/partial display after battery installation. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly/pcba 1 also noted during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. The pump was received with a cracked case (battery tube) and cracked keypad overlay. Cosmetic damage was confirmed where cracked case (battery tube) was noted. Pump received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to verify customer complaint for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer was hospitalized on (B)(6) 2021 per sap and ice after being on manual injection. The customer had blood glucose of 30mmol/l and then 26mmol/l.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to hospitalization details has been updated and provided in b5 section of this report.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection. The insulin pump was received with a cracked case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.